Event description:
Additional information: it is reported that the patient experienced urinary obstruction and abdominal pain approximately 30.5 months post index procedure. The patient was hospitalized. Investigator assessed the event to be unrelated to the study stent. Outcome is reported as death 7 days later.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
Patient death was assessed as non-cardiac due to septic shock. The investigator assessed that the death was not related to the study device.

Event description:
During the index procedure, one endeavor sprint drug-eluting stent was implanted in the 1st diagonal branch. Patient death occurred approximately 30 months post index procedure. Cause of death is unknown. Investigator has not assessed the relationship between the event and the study device.

Manufacturer narrative:
(B)(4)